Event description:
It was reported that the buttons on the insulin pump are unresponsive and the device alarmed battery out limit. No further information reported.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage noted on the keypad traces. The device was monitored. All operating currents tested within specification range. No unexpected battery out limit alarms noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.